Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient was admitted to the hospital for community-acquired pneumonia (non-severe) and required intravenous therapy. On (B)(6) a nurse retrieved a closed-system intravenous cannula to insert it into the patient. After successful insertion, the patient was started on intravenous therapy as usual. On (B)(6), the nurse prepared to administer intravenous therapy to the patient. Prior to the infusion, the nurse flushed the tubing; however, due to high pressure during flushing, the tip of the prn dislocated from the indwelling cannula, contaminating the cannula and rendering it unusable. The nurse immediately removed the indwelling cannula and replaced it with a closed-system intravenous indwelling cannula from the same manufacturer, of the same specification, and from the same batch. The patient successfully completed the intravenous therapy. This adverse event was classified as an isolated incident.